Manufacturer narrative:
Injector lot number search: foam tip plunger lot number search. Results: an injector lot number was performed and nine similar complaints were found. A cartridge lot number search was performed and no similar complaints were found. A foam tip plunger lot number search was performed and no similar complaints were found.

Event description:
The reporter stated that the haptics of an eyconics lens broke, using an msi-pf injector, an mtc-60c fp cartridge and a foam tip plunger. Add'l info has been requested, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.